Event description:
"Heat generation" is stated on repair order. On follow up with the distributor, they said that attachment was used during surgery and no pt/user injury occurred.

Event description:
"Heat generation during the operation" was given as the reason for repair.